Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed earth leakage current testing. Device failed during evaluation, no patient involved. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The homechoice device was returned and evaluated by the product analysis lab (pal). A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device passed returned instrument testing evaluation (rite) functional testing. Internal and external inspection was performed with no issues noted. The device failed rite electrical test due to earth leakage. The direct cause for the earth leakage was determined to be a combination of malfunctioning power entry module and power switch which were replaced to resolve the reported problem. Should additional relevant information become available, a supplemental report will be submitted.